Event description:
According to the reporter, during a laparoscopic cardiac cancer surgery, the device did not fire during cardiac excision. The surgeon was unable to squeeze the handle after pressing the green button. A new device of the same type was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.